Event description:
This ra lead was implanted on (B)(6) 2004 and was explanted on (B)(6) 2016. The lead was explanted due to infection. The physician wa dr. (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)